Manufacturer narrative:
An event regarding revision of an accolade ii bipolar hip construct due to infection was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: the event could not be confirmed nor the root cause of the reported infection determined due to the minimal information received. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The following other devices were also added in this report: size 6 accolade ii 127 deg; cat# 6721-0635; lot# 47248002; d-m 2.0mm beaded cable set vit 0; cat# 6704-0-520; lot# 47134303. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
Revision surgery to replace components due to an infection in left hip.

Event description:
Revision surgery to replace components due to an infection in left hip.

Manufacturer narrative:
The 28mm std v40 taper vit head; cat# 6260-5-128; lot# 43600803 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.